Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose results. Customer is concerned with al of the results obtained. The expected fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 115 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/28/2019 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer has not had any changes in diet or exercise. Customer is storing products in the kitchen and is using soap and water to wash hands. Customer's last a1c 7% (157 mg.dl). Customer also comparing meter to meter. Customer stated reading is 100 points higher than competitor's meter. Customer stated that he tested back to back with other meter and compared results. The time and date are correct on meter. Customer educated.